Event description:
On 6/15/06, cna walked into resident room and noticed flames coming from wall near outlet. Fire extinguished. The fire department and an outside electrcal company determined the cause of the fire to be a loose connection inside the molded on cord cap of a pressure relieving low air loss mattress.